Event description:
On june 8, revision was scheduled due to dislodgement of ra lead. During the re-operation, ra lead could not pull out from the edora 8 dr-t. A new torque wrench was used and the physician tried to take out the ra lead by pushing and tried from different angle. The connector of ra lead was stuck against trials. Finally, the physician gave up pulling out the ra lead. The ra lead was cut and the distal part was pulled out from the heart.

Manufacturer narrative:
The pacemaker and the lead were returned for analysis. Within the pacemaker analysis, first a visual inspection of the device was performed. A lead fragment in the atrial channel was still attached to the device. The header and the pacemaker can were found damaged, indicating strong mechanical forces during the surgery. Further detailed analysis showed that the atrial set screw was admittedly found to be screwed out, the atrial lead fragment however could only removed by using pliers. Subsequently, blood residuals in the atrial header bore were noted, indicating a blood inclusion inside the header bore which can be considered as the root cause for the clinical observation. Beside this, the analysis showed no anomalies. Especially the dimensions of the header bores were confirmed to be within specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. Upon receipt the lead was found cut 7 cm distal to the is-1 connector pin. A proximal and a 37 cm long distal lead fragment were received for analysis. In addition, a 3 cm long fragmented part of the outer conductor coil was returned. The performance of the lead fragments was scrutinized, including a visual inspection. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing processes for both lead and pacemaker were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of pacemaker and lead did not reveal any sign of a material or manufacturing problem.